Manufacturer narrative:
UDI: (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, a set of isocool tips were scissoring. There were no reports of delay or patient harm.

Manufacturer narrative:
A set of forceps was returned. However, upon evaluation, it was discovered that the device was not a codman product. The device had no codman device markings, was the wrong color and had incorrect dimensions. As this was not a codman product, no further investigation into the specific complaint of scissoring could be performed. Based on the information provided, it appears that the customer was sold a non-codman device being represented as a codman device. The affiliate and customer have been made aware of this issue. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.